Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the visual inspection of the returned device performed as part of the manufacturing investigation reported the plate received broken. The breakage of the lcp reconstruction plate 3.5 occurred at the fourth combination plate hole. The gold anodized lcp reconstruction plate 3.5 is made of commercial pure titanium. The examination of the raw-material inspection sheet of the supplier and the manufacturing documents of the producer showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The material of the lcp reconstruction plate is incompliance with the international standards iso 5832-2 and astm f67 for surgical implants made of pure titanium. The dimensions of the investigated lcp reconstruction plate (as far as measurable) were checked using a digital sliding caliper and found to be in compliance with the technical drawing of the producer and ao/asif specifications. The width of the plate is 10.01 mm and the thickness is 3.02 mm. Macroscopically the fracture surfaces show partly strong mechanical damages in form of abraded, shiny areas. When examining the fracture surfaces of fragment 1 of the lcp reconstruction plate 3.5 using the scanning electron microscope (sem), the initial fracture areas and the fracture behavior were identified. The crack started at the upper side of the plate and ran into the material. After breaking, the two plate fragments rubbed against each other causing partly strong destruction of the fracture surfaces (abraded and shiny areas). At a higher magnification, fatigue striations were observed at the crack propagation zones. Each striation represents the successive position of an advancing crack front and they originate from cyclic loads (load and unload). The presence of these striations is a clear indication of a fatigue process. The fracture surfaces showed mainly structural breakage appearance (crystallographic oriented fatigue fracture). Structural breakage appearance is typical for (a fatigue fracture in) pure titanium and indicates moderate loads. Sem observations and findings showed that the plate failure was caused by fatigue and overload. There was no report with respect to the aftercare or the patient and no x-ray images were provided. Based on the topography of the fracture surface is was concluded that the implant was subjected to moderate dynamic bending loads (one sided). Constantly alternating loads led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the plate. The implant could not resist the applied force which finally led to the material overload/fatigue failure. Post-operative activities of the patient may have played a certain role. A failure resulting from either a material defect or the manufacturing process can be excluded. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2013 that a locking compression plate (lcp) reconstruction plate 3.5 was used for a radio-ulna diaphyseal fracture case. Three months after the surgery, a radius plate broke. Since bone union was not completed, reoperation was performed using a limited-contact locking compression plate (lc-lcp) small. This report is for 1 of 1 complaint (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis the investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.